Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. Device had cracked case at battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while changing the set. The customer did not recall any significant events leading to the alarm. Blood glucose value was 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.